Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the open close latch catch was unscrewed which prevented the drawer from closing. A field service engineer fse resecured the latch catch by screwing it back into place and performed testing. During troubleshooting the open close sensor was found to be faulty as it was not detecting the drawers open or closed state. The open close sensor was replaced and subsequent testing confirmed that the drawer correctly recognized both open and closed positions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 latch broken, which located on 8 orthos. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.